Event description:
A customer contacted beckman coulter regarding an erroneously elevated accu tni result that was generated by the unicel dxi instrument. The elevated accu tni result was 1.13ng/ml. The elevated accu tni result was reported out of the lab. The physician questioned the (1.13ng/ml) accu tni result and requested a repeat testing of the original sample. The accu tni result of the 1st repeat was 0.03ng/ml. The customer retested (for accu tni) the original sample for a 2nd time and the accu tni result was 0.02ng/ml. The accu tni result from the 2nd repeat was reported. The customer indicated that there has been no change to pt treatment that can be attributed to this event.